Event description:
It was reported that the patient's advocate wanted to know if the patient with this implantable cardioverter defibrillator (ICD)'s programming was changed as the patient's heart rate is higher than normal. Technical services (ts) reviewed the reports and confirmed that the patient had shocks on the noted date of event and at a previous date. Ts could not confirm if the shocks were appropriate. Ts advised the patient advocate to speak to the clinic. The patient had an appointment the following several days. The device remains in use. No additional adverse patient effects were reported.